Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not working. Additional information received that the patient has been informed about the situation and will discuss with the physician about lead revision. Lead remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicated that prior to a device replacement procedure this ra lead exhibited high pacing impedance measurements greater than 2,500 ohms in both bipolar and unipolar configurations. A lead fracture was confirmed via x-ray. The lead was surgically abandoned and a new ra lead was successfully implanted. No additional adverse patient effects were reported.